Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned two photo sample noted one opened (with original packaging), temporary pacing electrode catheter packaging box. Visual inspection of the two photo sample identified the presence of an unknown blue substance on the packaging box of the temporary pacing electrode catheter. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tab h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one box of temporary pacing electrode catheter came in with blue substance on it. Per follow up response received via email on 25sep2025. It was reported that no physical sample is available, and photo sample was already submitted. Lot gfkt0859 was confirmed as the affected lot. No patient was involved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one box of temporary pacing electrode catheter came in with blue substance on it.